Manufacturer narrative:
The product is not available for eval and testing. Add'l info to be submitted 30 days upon receipt. Please note that this medwatch report represents on of two cordis products that was involved in the same procedure and is related to mfg#9616099-2008-00441 and 1016427-2008-00043.

Event description:
The pt developed a brain infarction when distal embolization occurred during a carotid stenting procedure. The pt is a male. The target lesion was the carotid artery (side unk). There is no info regarding the target lesion characteristics. The diameter of the vessel is unk. It is unk if the lesion was pre-dilated. An angioguard distal protection device was in place in the vessel, and a precise stent had been successfully deployed in the lesion when the event occurred. Argatroban, clopidogrel, and aspirin were given intra procedure and after the event occurred. It was noted that on the same day of the procedure, the pt had a seizure, and intubation was needed. The pt is recovering, but mild paralysis on right limb remains.